Event description:
It was reported that difficulty to irrigate occurred. During a pulse vein isolation procedure, the farawave catheter was selected for use. It was noted that the flush port appeared to be blocked while the catheter was inside the patient. The farawave catheter was replaced for a new farawave catheter to complete the procedure without further issues. No patient complications were reported.